Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that unknown white, brown and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Light dust-like contamination on top of the blower motor and top of the blower box. Light gray unknown film of contamination in the bottom enclosure. Potential mineral deposit or liquid spots on the bottom of the blower motor and inside of the blower motor, indicating potential water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. Brown liquid contamination deposits and potential mineral deposits in the bottom of the blower box. Tiny unknown black (inconsistent with degraded sound abatement foam), brown and white specs of contamination on the bottom the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed contamination in the device and are consistent with being from an external source. Section h6 type of investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.